Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 30 mg/dl, which was treated with juice. Customer reported that bolus and carb ratio may be too high. Customer reported to have gone to the emergency room due to low blood glucose. Customer declined troubleshooting and would talk to endocrinologist.